Event description:
It was reported that following a pt disconnect, the audible alarm on the achieva ventilator failed to activate. The facility's respiratory therapist confirmed the malfunction. There was no pt harm or injury reported.